Manufacturer narrative:
The customer¿s complaint that the set separated and leaked at the lower fitment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked between safety clamp and the tubing when infusing unspecified chemotherapy. There was no report of patient or user harm.